Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states" "warnings and precautions: avoid contacting the statlock device with alcohol or acetone, both can weaken bonding of components and the statlock device pad adherence. Remove oil and moisturizer from targeted skin area. Apply skin prep to the targeted statlock device area for skin protection and enhanced pad adherence. Allow to dry completely". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that repeatedly, the adhesive lifts from the nose and peels back after 4 hours, the tape sticks to itself when you wrap it around the nasogastric but then the tube slides through it. This was a huge risk as it allows the tube to slide out, increasing the risk of aspiration of the tube feed and also the loss of a tube as it can slip out and require a new one to be reinserted. This issue was reported by 6 different nurses over the past few days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that repeatedly, the adhesive lifts from the nose and peels back after 4 hours, the tape sticks to itself when you wrap it around the nasogastric but then the tube slides through it. This was a huge risk as it allows the tube to slide out, increasing the risk of aspiration of the tube feed and also the loss of a tube as it can slip out and require a new one to be reinserted this issue was reported by 6 different nurses over the past few days